Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: 1) acute l1 vertebral body burst fracture with approximately 40 to 50 % loss of vertebral body height and subsequent further worsening in height, collapse over the ensuing week and with fracture extending through the base of the right l1 pedicle with moderate comminution of the right aspect of vertebral body resulting in instability. 2) mild traumatic scoliosis associated with l1 fracture. 3) rightward moderate canal compromise associated with canal fracture or l1 burst fracture. 4) development of instability at the t12-l1 levels. 5) the above secondary to work injury of (B)(6) 2008. 6) developed mild thoracolumbar kyphosis. 7) mild to moderate right greater than left lower extremity radiculopathy. 8) underlying mild to moderate lumbar disk disease at the l3-4 and l4-5 levels. 9) history of hypertension 10) l1 burst fracture with subsequent worsening deformity and development of instability. Procedure: 1) posterior open t12-l1 and l1-l2 fracture reduction, posterior repair. 2) posterior thoracolumbar segmental stabilization from t12 to l2 utilizing a pedicle bone fixation screw rod stabilization system for treatment of l1 burst fracture. 3) posterior t12-l1, l1-l2 fusion, intertransverse and facet, utilizing autologous bone graft locally harvested, 30 ml of crushed cancellous allograft, 20 ml bonegraft and a small rhbmp-2 bone morphogenic protein graft extending from the t12 through and including l2 levels. 4) intraoperative fluoroscopy interpretation. 5) intraoperative somatosensory-evoked potential, emg monitoring, stable throughout the entire operative procedure. Op notes: bone graft consisting of small rhbmp-2 as well as 20 ml bonegraft, as well as 30 ml of allograft, as well as all locally harvested bone graft were placed in the bilateral posterolateral region extending from t12 to l2. No operative complications were reported. Post operatively patient sustained unspecified injuries due to rhbmp-2.